Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the multi-link 8 coronary stent systems (css) instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account states that there was a suggestive image of dissection but could not be confirmed. At the end of the procedure, the lesion was stable and the dissection was thought to have self-sealed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat moderately tortuous, moderately calcified de novo mid right coronary artery. After a 3.0x28 multi-link stent was implanted, a suggestive image of dissection was noted on the distal portion of the stent. The physician was unable to advance a 3.0x8 multi-link through the previously implanted multi-link. No further intervention was performed. No additional information was provided.